Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received three inappropriate treatments. The device was started up at 17:51:49 on (B)(6) 2024. At 15:51:31 on (B)(6) 2024, an arrhythmia was detected. ECG shows asystole with motion artifact. At 15:52:41, the patient received the first inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. The patient was in a non-life-sustaining rhythm prior to the treatment. Rhythm at time of treatment was asystole. Post shock rhythm continued to be in asystole, which is a non-life-sustaining rhythm. At 15:53:08, the patient received the second inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. The patient was in a non-life-sustaining rhythm prior to the treatment. Rhythm at time of treatment was asystole. Post shock rhythm continued to be in asystole, which is a non-life-sustaining rhythm. At 15:53:39, the patient received the third inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. The patient was in a non-life-sustaining rhythm prior to the treatment. Rhythm at time of treatment was asystole. Post shock rhythm continued to be in asystole, which is a non-life-sustaining rhythm. The electrode belt was disconnected at 16:17:33 on (B)(6) 2024.

Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.